Event description:
It was reported that a pt received an overdelivery of chemotherapy due to a programming error. The pt reportedly received a 5 day infusion of 5fu in 5 hours. The reporter has acknowledged the overdelivery was the result of programming error. The pt was hospitalized and received drug therapy to counteract the effects of the chemotherapy drug administered.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.